Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is reportedly healing well, however, the surgeon doesn't recommend device use.

Event description:
The recipient reportedly experienced an infection at the implant site and device extrusion. The recipient presented with pus discharge. The recipient was hospitalized on (B)(6) 2019. The recipient's discharge resolved. The recipient was prescribed clindamycin 160 mg IV and ceftriaxone 600 mg. The dermatologist recommended applying dressing with vasaline. The recipient underwent flap transposition surgery. The recipient's surgery went well.

Manufacturer narrative:
The recipient reportedly underwent flap transposition surgery on (B)(6) 2019. The recipient's device was explanted. The recipient was not reimplanted. The recipient's infection resolved.

Manufacturer narrative:
The recipient reportedly experienced swelling at the implant site. The recipient was prescribed oral antibiotics for 8 days. On (B)(6) 2019, the recipient was admitted to the hospital due to an open flap and pus discharge. The recipient was placed on IV antibiotics.

Event description:
The recipient reportedly experienced an infection at the implant site and device extrusion. The recipient presented with pus discharge. On (B)(6) 2019, the recipient was hospitalized and placed on clindamycin 160 mg IV and ceftriaxone 600 mg. On (B)(6) 2019, the recipient attended a follow-up visit where dehiscence, minimal discharge, and no improvement regarding wound closure was noted. The dermatologist recommended applying dressing with vaseline. The recipient underwent flap transposition surgery. The recipient's surgery went well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices on the top and bottom covers and near the electrode ground ring, and the electrode was severed at the array prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires near the electrode ground ring. These are believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.